Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume multirate infusors leaked through the patient control module. The issue was identified during setup and preparation, after time elapsed from when the product was filled with unspecified medicine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a video of both samples was received for evaluation. Visual inspection was performed which revealed a leak on the multirate control modules. The reported condition was verified. The probable cause of the condition was due to high temperature during product transit. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.